Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary system, drawer 1.1 did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary system, drawer 1.1 did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 1-1 on the auxiliary cabinet was failed with error message as failed to stay closed. A field service engineer found that the spring in the plunger was broken and replaced it with a new one. After completing the replacement, logged into the hardware test application and ran a final test to verify functionality. User then tested the drawer and confirmed that it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.